Manufacturer narrative:
The device was not returned to olympus for inspection; therefore, the reported failure was not confirmed. A root cause could not be identified. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head experienced leakage. The issue was found during reprocessing. There were no reports of patient involvement.